Event description:
Additional information received reported that there were no complications during the patient's procedure and good coverage was obtained. It was later reported that the patient had been doing great since the scs revision, other than slight left leg pain, and was using the ins every day. It was later reported that the patient was in worse pain due to being out of her medications, however she was also frustrated with the scs, as she stated it was not controlling the neuropathy pain.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a pocket revision and an implantable neurostimulator (ins) replacement. The ins was causing the patient discomfort at the implant site. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.